Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for analysis. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream sensor occlusion was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.